Event description:
Caller reported that the pump screen appeared smaller than usual with a dimmed-out backlight on the right side. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump however, a replacement pump was sent to resolve the issue.